Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (B)(6) 2013, 4574 implantable pacing lead (B)(6) 2004. (B)(4).

Event description:
It was reported that after the routine change out of the implantable cardioverter defibrillator (ICD) the right ventricular (rv) lead had a slight rise in threshold. The threshold rose from 1v/0.40ms to 1.5v/0.40 ms. The lead is lead is chronic and the position is unchanged. The lead remains in use. No patient complications have been reported as a result of this event.